Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had to recharge the batter for several hours at a time and was having difficulty obtaining good coupling. The patient was taught to use adhesive discs for better results. It was reported that the physician needed to move the battery due to a procedure. The physician replaced the battery with a new battery since the patient had complaints about recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.